Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent multiple altitude alarms. However, the customer was able to clear the alarm and resume insulin delivery every time. The customer's blood glucose (bg) level was 300 mg/dl and administered manual injections to address bg level.